Event description:
The customer received a blood glucose reading of 110 mg/dl from her contour meter and a reading of 240 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. Replacement strips were sent to the customer.